Event description:
Underdetection, no capture, lead damage and unable to retract helix during repositioning. Info on 3500a suggests lead dislodgement, the generator had been rotated, the slack in the lead used up and suggests twiddler's syndrome, which was denied.